Event description:
During advancement of a coronary stent with delivery system to an unspecified coronary artery, the stent became dislodged from the baloon catheter and embolized to an unknown location in the pts body. There was no action taken to retrieve the embolized stent nor were there any clinical sequelae reported relative to this event.